Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation had resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Events per pfs: psychological or psychiatric problems (depression and mental anguish), abdominal area pain, genital bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device / perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included nsaid's, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (ablation on (B)(6) 2011, hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, genital haemorrhage and vaginal haemorrhage was resolving and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: clinical history: abnormal uterine bleeding, stress urine incontinence, history of essure tubal in 2009. Diagnosis: uterine polyp, biopsy: benign by perplastic endometrial polyp fragments and chronic endometriosis. No atypia or malignancy identified. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received : lab data added. For the event of menorrhagia, ablation updated as it's surgery and outcome of the event abdominal pain updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device / perforation (uterus)/ migration-yes '), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and bladder injury ('during removal injury to bladder') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. In july 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"). In july 2009, the patient experienced abdominal pain ("abdominal pain"). In august 2009, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On 9-sep-2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), menstrual disorder ("menstrual hemorrhaging"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (ablation on (B)(6) 2011, hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side), ablation and bladder repair surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea and abdominal pain had resolved, the genital haemorrhage and vaginal haemorrhage was resolving and the bladder injury, menstrual disorder, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bladder injury, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : patient did not undergo essure confirmation test plaintiff received treatment for dysmenorrhea, pelvic pain , abdominal pain , menorrhagia, bladder disorder nos, urinary tract disorder nos, migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: clinical history: abnormal uterine bleeding, stress urine incontinence, history of essure tubal in 2009. Diagnosis: uterine polyp, biopsy: benign by perplastic endometrial polyp fragments and chronic endometriosis. No atypia or malignancy identified. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received, events: urinary tract disorder nos, bladder nos, during removal injury to bladder were added. Event- migration clubbed with uterine perforation events- pain , bleeding outcome were updated to recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device / perforation (uterus)/ migration-yes/ fallopian tubes'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and bladder injury ('during removal injury to bladder') in a 36-year-old female patient who had essure (batch no. Bc676774-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic"), menstrual disorder ("menstrual hemorrhaging"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (ablation on (B)(6) 2011, hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side), ablation and bladder repair surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the bladder injury, menstrual disorder, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bladder injury, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : patient did not undergo essure confirmation test plaintiff received treatment for dysmenorrhea, pelvic pain , abdominal pain , menorrhagia, bladder disorder nos, urinary tract disorder nos, migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: clinical history: abnormal uterine bleeding, stress urine incontinence, history of essure tubal in 2009. Diagnosis: uterine polyp, biopsy: benign by perplastic endometrial polyp fragments and chronic endometriosis. No atypia or malignancy identified. Lot number reported (bc676774) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: pif received: reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included nsaid's, paracetamol (acetaminophen) and tramadol. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and dysmenorrhoea had resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received : onset dates of events were added and updated. Concomitant medications were added. Outcome of event dysmenorrhea was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, events added as :- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device / perforation (uterus)/ migration-yes/ fallopian tubes'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and bladder injury ('during removal injury to bladder') in a 36-year-old female patient who had essure (batch no. Bc676774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic"), menstrual disorder ("menstrual hemorrhaging"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (ablation on (B)(6) 2011, hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side), ablation and bladder repair surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the bladder injury, menstrual disorder, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bladder injury, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : patient did not undergo essure confirmation test. Plaintiff received treatment for dysmenorrhea, pelvic pain , abdominal pain , menorrhagia, bladder disorder nos, urinary tract disorder nos, migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: clinical history: abnormal uterine bleeding, stress urine incontinence, history of essure tubal in 2009. Diagnosis: uterine polyp, biopsy: benign by perplastic endometrial polyp fragments and chronic endometriosis. No atypia or malignancy identified. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Event outcome for pain, bleeding updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device / perforation (uterus)/ migration-yes/ fallopian tubes'), menorrhagia ('abnormal bleeding (menorrhagia) / abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and bladder injury ('during removal injury to bladder') in a 36-year-old female patient who had essure (batch no. Bc676774-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems (depression and mental anguish)") and anxiety ("psychological or psychiatric problems (depression and mental anguish)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic"), menstrual disorder ("menstrual hemorrhaging"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (ablation on (B)(6) 2011, hysterectomy (full) and oophorectomy (one side removal of ovary) salpingectomy (one side), ablation and bladder repair surgery). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the bladder injury, menstrual disorder, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bladder injury, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : patient did not undergo essure confirmation test. Plaintiff received treatment for dysmenorrhea, pelvic pain , abdominal pain , menorrhagia, bladder disorder nos, urinary tract disorder nos, and migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: clinical history: abnormal uterine bleeding, stress urine incontinence, history of essure tubal in 2009. Diagnosis: uterine polyp, biopsy: benign by periplastic endometrial polyp fragments and chronic endometriosis. No atypia or malignancy identified. Most recent follow-up information incorporated above includes: on 3-jun-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the uterine perforation and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and uterine perforation to be related to essure.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.